Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the customer did not provide contact details to perform follow up request. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report regarding an issue reported by a healthcare professional (hcp) on behalf of a customer. The hcp indicated that the customer encountered a persistent error message indicating signal loss with the abbott diabetes care (adc) device. Additionally, the customer experienced an unspecified problem with their iphone with an unknown operating system version. Due to this issue, the customer's blood sugar level dropped to 17, requiring hospitalization. The hcp indicated that they contacted abbott's help desk and were informed that the current sensor is incompatible with the latest ios update. Following this, the customer purchased a compatible reader to use with the sensor. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care received a medwatch report regarding an issue reported by a healthcare professional (hcp) on behalf of a customer. The hcp indicated that the customer encountered a persistent error message indicating signal loss with the abbott diabetes care (adc) device. Additionally, the customer experienced an unspecified problem with their iphone with an unknown operating system version. Due to this issue, the customer's blood sugar level dropped to 17, requiring hospitalization. The hcp indicated that they contacted abbott's help desk and were informed that the current sensor is incompatible with the latest ios update. Following this, the customer purchased a compatible reader to use with the sensor. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported slowness with the app. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the device model, app version and the operating system it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Adc customer service is unable to request the product back as the customer did not provide contact details to perform follow up request. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report regarding an issue reported by a healthcare professional (hcp) on behalf of a customer. The hcp indicated that the customer encountered a persistent error message indicating signal loss with the abbott diabetes care (adc) device. Additionally, the customer experienced an unspecified problem with their iphone with an unknown operating system version. Due to this issue, the customer's blood sugar level dropped to 17, requiring hospitalization. The hcp indicated that they contacted abbott's help desk and were informed that the current sensor is incompatible with the latest ios update. Following this, the customer purchased a compatible reader to use with the sensor. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the customer did not provide contact details to perform follow up request. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report regarding an issue reported by a healthcare professional (hcp) on behalf of a customer. The hcp indicated that the customer encountered a persistent error message indicating signal loss with the abbott diabetes care (adc) device. Additionally, the customer experienced an unspecified problem with their iphone with an unknown operating system version. Due to this issue, the customer's blood sugar level dropped to 17, requiring hospitalization. The hcp indicated that they contacted abbott's help desk and were informed that the current sensor is incompatible with the latest ios update. Following this, the customer purchased a compatible reader to use with the sensor. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.